Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) level read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod for between 25 and 36 hours. The patient reported the pod adhesive failed to adhere while wearing the pod on the hip/buttocks. As treatment, the patient was monitored in the intensive therapy unit (itu), received fluids and insulin intravenously. The patient was discharged from the hospital after three days and returned to using injection pens for insulin therapy.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.